Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 452mg/dl. Customer's blood glucose value was 386mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to continue troubleshooting. The product was not returned for analysis.